Event description:
It was reported that the patient experienced a pocket hematoma within two weeks of a device implant. While evaluating the hematoma, the physician noted that the right ventricular (rv) lead exhibited low r wave sensing, below 1 mv. As this was a recent decline in sensing, the physician elected to replace the lead during the hematoma evacuation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 694765 lead, implanted: (B)(6) 2010. (B)(4).